Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that there was a device missing from a set.

Manufacturer narrative:
Investigation: the complaint investigation verified that the saze 4 right femoral component was missing at the time of shipment. Corrective action has been initiated.